Event description:
The sensormedics customer reported that the 3100a ventilator did not meet a performance specification. The % inspiratory time display was jumping from 33% to 74% to 85%. The patient was not affected by the ventilator and was not compromised.